Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation;. Test strips were not returned for evaluation. Root cause: rc-079: the control solution peak is being detected below the lower limit of 2.0 for mr2 v2.53 meter. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated is comfortable with the results.

Event description:
Consumer reported complaint for e-5 error. During the call, a blood test was performed by the customer non-fasting and produced test result of hi using true metrix meter. Customer was recently diagnosed with diabetes and does not know her expected normal range, but believed the nurse had said around 115 mg/dl. The customer is testing twice a day (fasting). The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the carrying case; customer just obtained the true metrix meter. The test strip lot manufacturer¿s expiration date is 05/31/2022 and open vial date is 02/2021. The meter memory was reviewed for previous test result history: (B)(6).